Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the insulin could not be pushed through the tubing with the plunger. The customer was unable to try with another reservoir and was advised to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was also advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran the occlusion test and no occlusions were noted.